Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced without incident. The lead was discarded following the procedure and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.